Event description:
It was reported that during the procedure, the unit's bipolar port was not working and the unit started operating automatically when a bipolar instrument was connected. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).